Event description:
The balloon did not inflate or expand the stent while doing a coronary angioplasty. Additional information has been requested.

Manufacturer narrative:
Please note that this product is not distributed in the united states. However, it is similar to the us distributed it is also available for testing and evaluation but has not been received as of this writing. All additional information received will be submitted within 30 days upon receipt.